Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a neck and face lift on an unknown date and suture was used under the chin and below the ear. The patient stated that her "body has been rejecting the stitches". The patient stated that the scars are disfiguring. Additional information has been requested.